Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review. Manufacturing location: supplier- (B)(4). Manufacturing date: 13-jul-2022. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: 620p726 (non-sterile). Lot quantity: (B)(4). One piece was scrapped in cell at op #40, laser mark, for a faded laser etch. Four pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Seven pieces were scrapped in cell at op #70, incoming inspection ii, for a faded laser etch. One piece was scrapped in cell at op #100, flow inspect/pack, for a discolored surface finish. Production order traveler met all inspection acceptance criteria apart from the thirteen pieces noted. Inspection sheet, incoming inspection, ns068071 rev j met all inspection acceptance criteria apart from the eight pieces (faded laser etch and surface finish) noted. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from (B)(4) for op # (B)(4) (vendor machine) dated 27-apr-2022 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at hrc 58.04. Inspection certificate supplied to (B)(4) (for raw material) dated 17-sep-2019 was reviewed and determined to be conforming. Certification of analysis supplied by ionbond for op #(B)(4) (tin coat) dated 02-jun-2022 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #(B)(4) (colorize) dated 30-jun-2022 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. 22-oct-2024: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: b5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information states that: was there a surgical delay in relation to the reported event? A little bit.

Event description:
It was reported that during a total knee replacement surgery, the screwdriver shovel did not grab the screws and caused them to roll.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.